Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alarming downstream occlusion present in low setting. Downstream occlusion were verified through a review of the event history log; however, it cannot be determined if the alarms are true or false and found that the downstream tubing guide depth was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when no occlusion was present (nuisance alarms) in low setting. There was no patient involvement. No additional information is available.